Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: none. Adverse event: bradycardia, hypotension, hypoperfusion, transient neurological deficit. Time of ae: during and after procedure. It was reported via a trial that during stent post dilatation using a viatrac plus balloon 5.5x30 (100819530, lot 8030551) the patient experienced bradycardia and hypotension accompanied with left sided weakness, expressive aphasia and dysarthria secondary to hypoperfusion. Bradycardia resolved in 15 minutes after fluids, atropine, dopamine and neosynephrine were given. Hypotension lasted greater then 48 hours and resolved with treatment of neosynephrine, dopamine and midodrine. Neurological deficits returned to baseline within 24-36 hours, although cerebrovascular accident was ruled out. There was no adverse patient sequela. Though requested no additional information was provided.